Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asfyf125 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that leak from the needleless connector when n/s was pushing in the main line. Patient status/intervention: stable.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 22ga x 0.75¿ safestep safety infusion set with y-site. Usage residues were observed throughout the sample and the safety mechanism was engaged. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. No leaks were observed during sustained (>15 seconds) pressurization of the sample. No leaks were observed during variable infusion and aspiration pressures with and without the needle tip occluded. Microscopic inspection of the sample did not reveal any damage or other evidence of leakage. No deficiencies were discovered during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that leak from the needleless connector when n/s was pushing in the main line. Patient status/ intervention: stable.